Event description:
Patient was undergoing endoscopic treatment for a gastric bleed. It was noted post procedure that the distal tip was detached from the catheter. An x-ray was taken, however, they were unable to locate the detached tip. The physician felt the tip passed via normal peristalsis. No patient complications resulted from this event. The device was destroyed by the user facility. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device co is unable to determine if the device met its specifications. The company believes technique, and/or patient anatomy may have contributed to this event. However, the company's unable to determine the relationship between the device and the cause for this event.